Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 18 35 on (B)(6) 2015. Por severity is low so the device should be able to fully recover after reset. Ramware version 8 installed on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had experienced a power on reset (por), resulting in elective replacement indicator (eri) status. During interrogation, the reset was cleared and the battery voltage measurement was restored upon a software update. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and was analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 18 35 on (B)(6) 2015. Por severity is low so the device should be able to fully recover after reset. Ramware version 8 installed on 2015-nov-17. If information is provided in the future, a supplemental report will be issued.